Manufacturer narrative:
The balloon of a 0.18 hp 40 5x4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was inflated at the lesion but ruptured during its initial inflation. The complaint device was replaced with another slalom. There was no reported patient injury. The intended procedure was reported to be a shunt pta case. The access site was the upper arm. There was mild vessel tortuosity, moderate calcification and ninety per-cent stenosis. The device was not used for a chronic total occlusion. There were no visible signs of device/package damage prior to use. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device; no difficulty removing the product from the hoop or difficulty removing the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device maintained negative pressure during preparation. The device was inflated at 8 (eight) atmospheres before the anomaly was noted. There was no resistance/friction while inserting the balloon into the patient and no difficulty advancing the balloon catheter through the vessel. The catheter was never in an acute bend. The balloon did not kink while being used. The product was removed intact (in one piece) from the patient. The contrast media, the contrast to saline ratio information and the brand of inflation device information was not provided. The same inflation device/syringe was successfully used with other devices. Adequate flush was not used/maintained throughout the entire procedure. The product was not returned for analysis. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors or vessel characteristics (mild tortuosity, moderate calcification, and a rate of stenosis of 90% may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. A product history record (phr) review of lot 82258075 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Dilatation in a vessel with an acute angle may fail, and increase the risk of insufficient dilatation, balloon rupture and/or related complications. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the balloon of a 0.18 hp 40 5x4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was inflated at the lesion but ruptured during its initial inflation. The complaint device was replaced with another slalom. There was no reported patient injury. The intended procedure was reported to be a shunt pta case. The access site was the upper arm. There was mild vessel tortuosity, moderate calcification and ninety per-cent stenosis. The device was not used for a chronic total occlusion. There were no visible signs of device/package damage prior to use. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device; no difficulty removing the product from the hoop or difficulty removing the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device maintained negative pressure during preparation. The device was inflated at 8 atmospheres (atm) before the anomaly was noted. There was no resistance/friction while inserting the balloon into the patient and no difficulty advancing the balloon catheter through the vessel. The catheter was never in an acute bend. The balloon did not kink while being used. The product was removed intact (in one piece) from the patient. The contrast media, the contrast to saline ratio information and the brand of inflation device information was not provided. The same inflation device/syringe was successfully used with other devices. Adequate flush was not used/maintained throughout the entire procedure. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
The product history record review of lot 82258075 revealed no anomalies during the manufacturing and inspection processes that could be associated with the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 0.18 hp 40 5x4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was inflated at the lesion but ruptured during its initial inflation. The complaint device was replaced with another slalom. There was no reported patient injury. The device was discarded; therefore, it will not be returned for evaluation.